Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Per rep the pt reported a loss of stimulation. Rep reports observing high impedances: impedance values on contact 8-30110, 9- 39190, 10- 40000. Connectivity issue of contacts 9,10. Rep reports troubleshooting the issue by repeating conectivity testing and impedance measurements. Rep did not see any changes in values. Rep reports reprogramming was completed and patient is satisfied with coverage. Rep reports the pt denied any accidents or adverse events resulting in impedance issues with the device. The cause of the high impedances and loss of stimulation is unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported the true root cause of impedance was unknown. Reprogramming to avoid using impedance issue contacts was conducted on (B)(6) 2025. The loss of stimulation had been resolved; the stimulation came back and the patient was satisfied with the coverage.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2024: product type lead product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2024: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.